Event description:
The nurse reported in a letter that while observing a surgery it was observed that the device was blunt. There was no delay and the surgery was successfully completed at the end. Moreover it was reported that the end of the reported was broken off. Nothing fell onto the operation field.

Manufacturer narrative:
Eval summary: the returned reamer matched the report, and the event was confirmed. The review of the risk assessment for the failure mode and level 1 root cause indicated the issue was within tolerance, therefore no corrective actions were deemed necessary at this time. No deviations in the mfg documents or in the material found. The returned reamer was documented as faultless prior to distribution and as it had been in use for the longer time (approx 7 years) we pre-suppose that the device had fulfilled his tasks in former surgeries as intended without problems reported. Thus, we exclude deviations in material and mfg. Eval revealed that the returned reamer is damaged on the cutting edges and tips. The instrument is no longer usable. That reamers got blunt and worn is a known reaction during normal use. It is the surgeon's responsibility to decide when a reamer is no longer usable (see IFU excerpt); correctly decided in this case. Appearance of the breakage surface suggests that the device broke in a brittle manner due to bending overload. High bending forces may be the result of operating a reamer with already blunt/worn cutting edges.